Event description:
It was reported that pump issued cartridge alarm 30 and customer experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged for replacement pump under warranty, provided storage mode instructions, confirmed shipping details, and instructed customer to return problematic pump within 10 days and to program pump settings and reconnect cgm on replacement pump.